Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device and two electronic photos have been returned for evaluation and review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced obstruction of flow, fluid leak, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The female patient's age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced obstruction of flow, fluid leak, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The female patient's age and weight were not provided.

Manufacturer narrative:
H10: out of the reported one malfunction, the photos of the failure alleged as well as the device was returned for evaluation. Based on the investigation of the returned MRI port with attached groshong catheter it was identified that the implantable port allegedly experienced obstruction of flow, fluid leak, and fracture. A definitive root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced obstruction of flow, fluid leak, fracture, deformation due to compressive stress, and naturally worn material. This information was received from one source. This malfunction involved one patient with no consequences. The female patient's age and weight were not provided.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore a lot history review was not performed. For the reported malfunction, two photos as well as the device was provided for evaluation. Based on the investigation of the returned MRI port with attached groshong catheter, obstruction of flow is unconfirmed, however, fracture was confirmed. A definitive root cause could not be determined. The device was labeled for single use.